Manufacturer narrative:
Manufacturer received information alleging a distributor did not assemble a lift properly which resulted in the lift to tip. The caregiver attempted to stop the device from tipping, and allegedly suffered a torn rotator cuff. Product has not been returned for evaluation at this time so it is unk if misuse, improper assembly or a transfer error has occurred. MDR filed based on serious injury.

Event description:
The dealer allegedly did not properly assemble the lift and as a result, the caregiver attempted to lift a consumer without opening the legs, causing the lift to topple over. When the caregiver attempted to stop the lift from falling, she allegedly suffered a torn right rotator cuff. Serious injury is alleged to the caregiver.